Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was degraded. Service history identified the previous service on 05-sep-2023 was for the reason of, ¿dso seal damaged," and is therefore related to a past service. There was no applicable evidence in the event history log. Functional testing confirmed the customer's reported problem. The dso seal was replaced.

Event description:
It was reported that the device had a downstream occlusion (dso) seal degradation. Per reporter, the product fault occurred before infusion. There was no patient involvement, and no patient harm/adverse event reported.